Event description:
Additional information was received; a replacement procedure was performed; this device was removed, replaced and returned for analysis.

Manufacturer narrative:
Boston scientific¿s post market quality assurance laboratory a review of the stored diagnostics confirmed the device high pacing rate. It was determined there were two resets due to memory corruption caused by the device being exposed to radiation. Interrogation revealed no issues. The device was subjected to a series of automated tests which verified the performance of the defibrillation, pacing, sensing and recording functions of the device. Analysis concluded the device was functioning normally.

Event description:
Additional information was obtained. A memory download was performed and reviewed by engineering and the diagnostic data stored within the memory dump was reviewed. The review revealed memory corruption had occurred. It was thought this may have been due to the radiation therapy, however would not have resulted in the increased pacing rate behavior. It was thought there is evidence that the corruption may still exist as the evidence indicated an anomaly in the device memory. Engineering determined brady therapy is impacted but could not assess the tachy therapy impact. Device replacement was recommended.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) received two episodes of radiation therapy. After the second session, the patient did not feel well and felt hot. It was thought the patient was experiencing an arrhythmia episode, the ICD was reprogrammed to monitor + therapy mode. It was noted that the device was pacing at 175 bpm despite the device programmed to vvi mode at 60 bpm. Despite the frequency reprogrammed from sixty to fifty bpm, the device still paced at the same rate. The pacing amplitude was decreased below the pacing threshold of the patient and the rhythm stabilized. A save to disk was performed and provided to an internal technical service consultant. The brady mode was programmed to off. The defibrillator was left programmed to monitor + therapy mode. The patient remained hospitalized and monitored. After the patient was moved into a different room, beeping tones were heard when the device was in off mode. No failure was detected in therapy; the r-wave detection was appropriate. A second save to disk was performed. A review of the data revealed that the ICD had detected a non sustained episode caused by pacing vp-fb at 175bpm. No further adverse patient effects were reported. The physician did not feel the reported clinical allegation was related to the radiation. No further adverse patient effects were reported. Engineering reviewed the data and recommended device replacement due to the vp-fb markers and the high pacing rate failure likely caused by the radiation therapy.

Manufacturer narrative:
According to available information, this device remains implanted and in service. According to additional information, a revision procedure was performed, device induction revealed no performance issues. Impedance measurements and additional ead measurements were within normal limits. A decision was made to keep the device implanted with brady mode programmed off until the patient completes radiation therapy. Should additional information become available, this event will be updated.

Manufacturer narrative:
When further information is received, this event will be updated.